Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) reviewed available device data and confirmed the shock lead impedance has been ebbing/flowing since october 2019. Electrogram (egm) channels are clean/artifact free. Normal sensing confirmed. Ts suggested increasing the shock impedance limit and continued routine, normal follow-up. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates this rv lead was explanted and replaced without incident. Besides intervention, no additional adverse patient effects were reported. Lead return is expected.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) reviewed available device data and confirmed the shock lead impedance has been ebbing/flowing since october 2019. Electrogram (egm) channels are clean/artifact free. Normal sensing confirmed. Ts suggested increasing the shock impedance limit and continued routine, normal follow-up. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates this rv lead was explanted and replaced without incident. Besides intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) reviewed available device data and confirmed the shock lead impedance has been ebbing/flowing since october 2019. Electrogram (egm) channels are clean/artifact free. Normal sensing confirmed. Ts suggested increasing the shock impedance limit and continued routine, normal follow-up. No adverse patient effects were reported. The ICD and rv lead remain in service.